Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report damage to the sensor. Customer reported that the sensor fell apart and separated upon removal. Customer's blood glucose at the time of the incident was 162 mg/dl. Product is not expected to return.

Manufacturer narrative:
We inspected one opened and used sensor. We found needle separated from sensor base. We were unable to confirm customer received sensor in said condition due to customer return sensor opened and used.